Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information by phone. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures, he has experienced a deterioration in his vision when watching television everynight and goes back to normal the next morning. Additional information has been requested. There are two medical device reports associated with this consumer. This report is for the left eye.